Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for dig digoxin (dig) on a cobas 6000 c (501) module - c501. No erroneous results were reported outside of the laboratory. The sample initially resulted as 1.17 ng/ml. The sample was repeated, resulting as 0.97 ng/ml. The sample was repeated three more times on (B)(6) 2017, resulting as 1.44 ng/ml, 1.25 ng/ml, and 1.03 ng/ml. No adverse events were alleged to have occurred with the patient. It was recommended to the customer to collect another sample from the patient. The dig reagent lot number was 227984. The reagent expiration date was asked for, but not provided. The customer performed precision studies with another patient sample. Quality control recovery was stated to be "not so good".

Manufacturer narrative:
The field service engineer adjusted the ultrasonic mixers of the analyzer and confirmed the analyzer was back within specifications. The observed result outliers strongly indicates an issue with a misadjusted mixer. Reagent issues can be excluded as precision was fine.